Manufacturer narrative:
Sorin group (B)(4) manufactures the scp control panel. This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. During bypass, the erc clamped the tubing. The display froze and would not respond. No alarms occurred on the s3 or scp. The problem was resolved by power cycling. The sorin (B)(4) engineer could not reproduce the problem. The unit was returned to sorin group (B)(4) for evaluation. It was determined by sorin group (B)(4) that there was a defective component, the dc/dc converter. The component was replaced. No further action was deemed necessary.

Event description:
During bypass, the erc clamped the tubing. The display froze and would not respond. No alarms occurred on the s3 or scp. The problem was resolved by power cycling. This occurred three times during the case.